Event description:
Consumer alleges if the chair goes over a bump the right motor will go out of gear and the chair will then go in a circle, can't be driven in a straight line.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.